Manufacturer narrative:
(B)(4). Batch # n9074l. The top jaw did not completely break off. It became unattached on just one side. All components have been returned. The device was received with the upper jaw damaged, bent and partially detached, the detached piece was returned with the device, the ptc was complete and attached to the returned jaw piece. The I-blade was bent and damaged. Upon further inspection under magnification, it was noticed that the electrode was missing a small part, in addition the ceramic was missing a small part were the electrode had become separated and detached. The electrode and ceramic pieces were not returned. No functional testing could be performed on the gen11 as the device cord was cut off. Although the device has severe damage and there is insufficient information and evidence to determine a definitive root cause, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a pelvic exenteration, iort, open radical cystectomy, ileal conduit procedure, during anus dissection in thick tissue the top jaw of the device broke. It became disconnected on one side. The tissue was fairly thick and inflamed with a large mass incorporating rectum, anus, and bladder, prostate and sigmoid. Another like device was used to complete the procedure. There were no adverse consequences for the patient.